Event description:
The account generated a nonreactive hcv 2.0 eia result on specimen that was repeatedly hcv 2.0 eia reactive. The account believes the reactive hcv 2.0 eia result to be correct. The nonreactive hcv 2.0 eia result was not reported outside of the lab. No pt info or confirmatory testing is available. No impact to pt management was reported. This report is for pt 1 out of the 2 total pts.